Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007, x-rays of the cervical spine indicated ¿congenital fusion c7-t1. Otherwise normal study.¿ (B)(6) 2007 the patient presented with neck and left shoulder and arm pain and neck spasms. The patient was admitted with diagnosis of hnp left c5-6. Per the physician¿s notes, ¿symptoms began almost four months ago. He has numbness and tingling in left hand. He has pain that is severe. He has difficulty sleeping at night¿ x-rays are grossly normal. MRI shows disc herniation on the left at c5-6. The patient has failed conservative care¿¿ the patient underwent acdf c5-6 using venture plating, a cornerstone peek interbody cage, mastergraft, and rhbmp-2/acs. Antibiotic prophylaxis was given, and neurophysiology monitoring performed. There were no noted complications. Post-opap and lateral x-rays taken on (B)(6) 2007 indicated ¿there is a c5-c6 fusion demonstrated with anterior plate and vertebral body screws. Medical support devices are in place.¿ (B)(6) 2007 pathology report of the c5-6 disc fragment indicated ¿fragmented mature cartilage (history of herniated nucleus pulposus). I see no evidence of an infectious or neoplastic process.¿ it was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs. No additional information was reported.